Event description:
It was reported by dealer that the joystick needs replaced because the 3gtq3 power chair is driving erratically. Dealer hung up received information from customer service representative.